Event description:
The following was reported by the pt: the pt underwent bilateral bypass graft surgery and following this developed an incisional hernia. In (B)(6) 2011 the pt underwent hernia repair for the incisional hernia using a ventralight mesh. Following the hernia repair the pt noted a bulge in the same area of the repair; this bulge was very noticeable. The pt's physical therapy was stopped until the pt was evaluated by his md. The pt wore an abdominal binder over the course of the next year and in (B)(6) 2012 underwent explant of the ventralight mesh and repair of a recurrent hernia with a ventrio hernia patch. The ventrio patch was larger than the ventralight due to smaller hernias was noted below the recurrence site being repaired at the same time. The pt has done well with the ventrio repair and has healed well.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt reports the developed a bulge following the hernia repair surgery which required him to wear a abdominal under. Just over one year post implant the pt underwent removal of the ventralight mesh and a ventrio hernia patch was placed. The pt reports the ventrio hernia patch repaired the recurrence and other small defects. Currently, medical records have not been provided and no sample was returned for eval. Additionally, product identifiers have not been provided, therefore a manufacturing review is not possible. With the limited amount of info, no conclusion can be drawn. If additional info is provided, a supplemental report will be submitted.